Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the manometer of a rd900 neopuff infant resuscitator would not zero. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: method: the rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service centre in the united states where it was inspected by a trained f&p service technician. The unit was serviced and performance tested and returned to the customer. Result: the customer reported that the manometer of a rd900 neopuff infant resuscitator would not zero. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in massachussetts reported that the manometer of a rd900 neopuff infant resuscitator would not zero. There were no reported patient consequences.

Event description:
A healthcare facility in massachussetts reported that the manometer of a rd900 neopuff infant resuscitator would not zero. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). D9, h2 and h3 updated. Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand where it was inspected and performance tested by a trained f&p service technician. Result: visual inspection of the complaint manometer revealed that it would not zero. Manometer was then adjusted, and the performance test of the complaint manometer revealed that there was no fault found. Conclusion: we are unable to determine what caused the reported fault as no fault was found with the device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".